Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - wanted to move to total. Poor bone was reported, the surgeon put in longer bipolar.